Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the touch pen could not be calibrated, and the touch pen must be two to three inches away from the screen in order to activate the task icon. In addition, some areas of the screen did not get a response. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the overlay/bezel assembly was replaced and the stylus was calibrated.